Event description:
It was reported that the patient was in a vt storm, but the device did not sense the rhythm fast enough that pc shock was used to manually defibrillate the patient. The device was undersensing. The patient was admitted with defib pads placed anteriorly and posteriorly. It was noted that the patient was recently in an automobile accident. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.